Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test due to buttons not responding. (B)(4).

Event description:
Customer reported via phone call that the sensor reading was 36 and then it was 243 which they only ate a banana and a cereal. The customer¿s blood glucose level was 234 mg/dl. Customer stated that they did not have trust on insulin pump anymore. Educate customer that the insulin pump can provide insulin and no errors about the insulin pump. The insulin pump will return for analysis.